Event description:
It was reported that the patient presented for a routine generator change. Upon attempting interrogation, the implantable cardioverter defibrillator could not be interrogated and exhibited backup vvi operation. The physician was concerned by the device's progression from eri to eol. The device was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
The reported field events of premature battery depletion, no communication, and backup vvi operation were not confirmed in the laboratory. During bench testing, however, an error was seen on the programmer. The cause of the error was found to be due to memory corruption which was consistent with a firmware anomaly. The confirmed firmware anomaly may have lead to the field event of no communication. No other anomalies were found.

Manufacturer narrative:
(B)(6).